Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-07147 and 1627487-2012-07148. It was reported the pt had an infection at the ipg pocket, lead and the extension site. The pt's entire scs system was explanted. Preliminary cultures indicated a possibility of a staphylococcus infection. The pt is being treated with both oral and intravenous antibiotics.